Manufacturer narrative:
Age/date of birth: mean age was 71.0 ± 16.4 years (range: 42 to 93 years of age). Sex/gender: males and females. Date of event: unknown/not provided. Model number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. An attempt has been made to obtain missing information; however, no definitive response has been received. Mavrommatis, m., dangda, s., sidoti, p., panarelli, j. (2019). Downsizing a baerveldt glaucoma implant for the management of persistent postoperative hypotony: a case series. J glaucoma 28(11), pp. 1019-1022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: downsizing a baerveldt glaucoma implant for the management of persistent postoperative hypotony: a case series. A retrospective study was done to describe a surgical technique of downsizing baerveldt glaucoma implants for treating persistent hypotony. A 350mm implant had been used in 5 patients, 250mm implant in 4 patients, and 425mm implant in 1 patient. Eight (8) of the 10 patients experienced early hypotony and never stabilized after the initial ligature release. Management of hypotony included repeated intracameral viscoelastic injections (sodium hyaluronate 1.4% to 5%), injection of depot steroids (1% triamcinolone, posterior sub-tenon), and tube re-ligature with or without choroidal drainage, and bgi revision. Two (2) patients developed hypotony-related complications such as maculopathy (n=1) and choroidal detachment (n=1) after a period of normal iop (>6mo) following primary ligature release. In 6 patients, both wings of the bgi were truncated to manage persistent hypotony. Drainage of choroidal effusions (n=7) at the time of truncation was performed in 7 patients. One case developed recurrence of choroidal effusions (n=1) during post-revision of the bgi. A copy of the article is provided with this report. This report is for the incomplete model 350 adverse events. A separate report is being submitted to capture the adverse events for model bg103-250.